Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, while a foley catheter had been inserted in the operating room for urinary catheterization and temperature management and was being managed in the intensive care unit, the balloon water had leaked, and the catheter was found to have been removed naturally.